Manufacturer narrative:
Event - the patient underwent bilateral device removal and replacement with 650cc mentor memorygel breast implants, catalog number 3506504bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with 650cc mentor memorygel breast implants and experienced bilateral rupture and capsular contracture (baker grade IV on the right side and baker grade iii on the left side) post-operational. The patient also experienced seroma-like fluid buildup behind the right implant. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the patient's left-sided device.